Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported kink was confirmed, however the reported difficult to position with the guide wire was not confirmed and the inflation issue was unable to be replicated in a testing environment due to the condition of the returned device. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the nc tenku, coronary dilatation catheters, instruction for use (IFU) specifies: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Advancement against resistance. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal to mid left anterior descending (lad) artery, a 2.75x8 mm nc tenku balloon dilatation catheter (bdc) was advanced to the lesion and resistance was felt with the non-abbott guide wire during advancement. Reportedly, a little more force than usual was applied against resistance during advancement of the 2.75x8 mm nc tenku bdc. An attempt to inflate the balloon was made; however, the balloon would not inflate. Reportedly, no damage was noted during inspection of the bdc prior to use. The bdc was removed from the patient anatomy to check the device and a kinked shaft was found, which was considered to have caused the incident. There were no other device issues. A non-abbott nc bdc was used and an unspecified stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.